Manufacturer narrative:
Correction: d4. Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link neutral luer activated device would not flow. The device was able to flush with about 1 ml of normal saline, but then was not able to flush or aspirate. The "line was verified to be in the vessel." The set was changed and flowed without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.